Event description:
The customer reported that the insulin pump alarmed button error after being exposed to moisture. The blood glucose reading was 125mg/dl. The caller stated that she has the reservoir and insulin, but just she came out of the hospital due to issues using the reservoir. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had an intermittent response due to moisture damage on the keypad traces. Unable to confirm the button error alarm.